Event description:
Additional information has been requested and received stating three slit lamp images of good quality focused on the anterior surface of the lens were reviewed suggesting cellular growth was present over approximately 50% of the visible anterior lens surface extending from under the edge of the capsule to paracentral to the pupil. The pupil margin to mid periphery was covered almost completely with strands crisscrossing paracentral to the visual axis. There is a clear oval portion centrally

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Only photos were returned. Three (3) slit lamp images of good quality were submitted. All 3 images consisted of similar magnified images of a dilated eye. Focused on the anterior surface of the iol. Description: one image utilized diffuse lighting allowing horizontal visualization of the whole eye. The other two images utilized a slit beam providing clearer images of smaller sections of the eye. Cellular growth was present over approximately 50% of the visible anterior iol surface extending from under the edge of the capsule to paracentral to the pupil. The pupil margin to mid periphery was covered almost completely with strands crisscrossing paracentral to the visual axis. There is a clear oval portion centrally. Was present over approximately 50% of the visible anterior iol surface extending from under the edge of the capsule to paracentral to the pupil. The pupil margin to mid periphery was covered almost completely with strands crisscrossing paracentral to the visual axis. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the intraocular lens implantation the patient had experienced white biological deposit on the lens, lecog like with variable intensity, sometime requiring a yag anterior capsulotomy. Additional information has been requested.